Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the gingihue abutment screw fractured through the body of the screw. The patient will need to return in the future to change the screw.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the gingihue abutment screw fractured through the body of the screw. The patient will need to return in the future to change the screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A screw was returned for investigation, see attached images in the complaint. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location is #16 and usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (1197315). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1197315) for similar event and 1 other relevant complaint was identified. Post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.